Manufacturer narrative:
Based on the results of the investigation, the scratches on the forceps channel were most likely caused by irregular insertion of the device. Contributing factors may include forceful insertion of the device or brush, inserting and removing the device in an excessively looped state, inserting and removing it while the forceps cup is open, inserting the device when it is not fully retracted into the sheath, or inserting it in a curved state. Secondly, it is likely that the live forceps became caught in the aforementioned damaged area, affecting insertion and causing the forceps to become stuck. However, the root cause of both reportable events could not be determined. The events are detectable and preventable by handling device in accordance with the following IFU: instruction manual biliary video scope olympus chf type v chapter 3 preparation and inspection 3.6 inspection of functions in combination with related devices. For safe use handling and general precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, scratches were found on the choledocho-videoscope's forceps channel, and the live forceps was found to be stuck. No patient was involved.